Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that toward the end of the atypical (left-sided) flutter ablation the physician noticed a pericardial effusion on intracardiac echo. Ultrasound images were compared to baseline pre-procedure images and the effusion was noticeable. A pericardiocentesis was performed, removing 200 ml of fluid. Venous blood was mainly pulled in the pericardiocentesis. The patient was stable at the time of the report. There is no information about the hospitalization. A transseptal puncture was performed with an abbott brk-1. Prior to noting the CT ablation was performed. Physician did note he thought he may have had a pop. It was unknown when the event occurred. An irrigated catheter was used in the event and the flow settings were normal and the correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. The visitag module was used and the parameters for stability were used: standard surpoint. Additional filter used with the visitag: standard surpoint and the color options were used prospectively: surpoint tag index. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician did not believe it was ablation related.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 6/12/2021, a correction was noted as the physician information was not included in the initial. Therefore, processed the following fields: e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e2. Health professional?, and e3. Initial reporter occupation.